Event description:
The facility reported that while the attendant was preparing to transfer a pt, the lift started to rise on its own. The lift stopped when the attendant pressed the "up" button of the handset. Later, the lift raised completely on its own while the pt was still in the sling. No injuries were reported. (B) (4).

Manufacturer narrative:
The device was examined by an arjohuntleigh investigator. The external appearance of the lift and accessories was very good. The handset membrane was intact. The lift was installed in a bathroom. The event was reproduced. The up and down functions were tested by using both the lift operating buttons and the handset buttons and were working as intended. During the testing, it was noted that the lift was beeping when it was on charge, but not when the handset was replaced by a new one. The handset was opened and two observations were noticed: there was a trace of oxidation on the connector. Water was clearly observable in the bottom of the cover and on the circuit board. Based on the info provided, the MFR has concluded that the handset had most likely been splashed or immersed in water. The operating and product care instructions state to: "keep all components of the lift clean and dry"; and "do not splash or expose electric parts of the device to water or moisture." The MFR recommends retraining of operators of the device to the operating and product care instructions.